Event description:
The customer stated that she tested her blood glucose with the contour meter and received a reading of 132 mg/dl. She retested using an elite meter, and received a reading of 68 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.